Event description:
It was reported that there was post paced t-wave oversensing on the ventricular lead. Reprogramming was recommended. No adverse events were reported for the patient due to the oversensing.

Manufacturer narrative:
(B)(4).